Event description:
It was reported that following a refill session the pt experienced an overdose with symptoms of lightheadedness, tight chest, heart racing and blacking out. It was believed that not all of the old medication (approx. 2cc) was withdrawn from the pump. The hcp had difficulty pushing all of the new medication from the syringe into the pump. Per the reporter, the needle slipped out. Swelling was noted around the refill site. The pt was admitted to the hospital. No alarms were noted and no diagnostics had been performed. At the time of the report, it was noted that the pt still experienced unusual throbbing in the back of the head. It was later reported that the neurologist at the hospital was unable to verify any issues with the pt. They questioned whether the pt had a "panic attack". No device troubleshooting was done. The pt outcome was not reported. The pump was used to deliver baclofen.